Manufacturer narrative:
A supplemental report is being submitted for additional information to section d and h10. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(6) h4: mfg date: 13-aug-2019 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: one controller was not returned for evaluation. One battery was returned for evaluation. A review of the manufacturing documentation of the battery confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was programmed with an incorrect chemistry ID firmware file, affecting the battery¿s estimation of its relative state of charge (rsoc). Log file analysis was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed; however, it is likely the observed incorrect battery chemistry ID affected the rsoc of the battery and contributed to the reported critical battery alarm and the "controller did not switch to the other power source" event. Based on the available information, the most likely root cause of the reported event can be attributed to the battery being programmed with the incorrect chemistry ID during the manufacturing process. CAPA: pr00471739 was opened to investigate batteries programmed with the incorrect chemistry ID. Additional products: d4: serial#: (B)(6); d10: yes, return date: 07-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 3331 h6: FDA results code(s): 170 h6: FDA conclusion code(s): 23. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Heartware ventricular assist system ¿ battery, model #: unk/ catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku, no, mfg date: unk, no. (B)(4). Additional information has been requested regarding the product serial numbers, but was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery level lowered to below 25% and an alarm sounded but the controller did not switch to the other power source. The battery displayed an erroneous critical battery alarm. The battery was removed from service and the controller remains in use. No patient complications have been reported as a result of this event.